Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4)

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels between 20 and 30 mg/dl. The customer was hospitalized on (B)(6) 2017 around 7pm. The customer had symptoms such as feeling sick. The customer treated low readings with mountain dew. The customer declined troubleshooting. The product was not returned for analysis.